Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after advancing the opticross catheter to the distal coronary bed and initiating image capture, there was a sudden loss of image and the pullback system locked. Upon inspection, it was observed that the optciross catheter had twisted on its own axis, intertwining with the 0.014 guidewire. The catheter was discarded and successfully replaced with another. The procedure was completed with another of the same device. The patient was stable and there was no patient complications reported.